Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the lifevest was exacerbating the patient's dermatitis. The patient was scratching the irritation and the rash had begun to bleed. The patient's doctor prescribed hydrocortisone cream, and the patient's irritation reportedly improved.